Manufacturer narrative:
A recall has been initiated for this product catalog/lot number combination. Investigation summary: the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample evaluation, and applicable risk management documents. Based on a review of this information, the following was concluded: the complaint of inability to obtain an ECG waveform was inconclusive because the complete sample was not returned for evaluation. The product returned for evaluation was one nautilus delta lead. The leads assembly and flushing connector were not returned for evaluation. The alligator clip and tether assembly connections appeared unremarkable. Inspection of the sample using a digital multi tester did not reveal any discontinuities. The resistance was steady and remained so during sample manipulation. No deficiencies were discovered during evaluation of the returned sample; however, the leads assembly and the flushing connector could not be inspected, nor could their interface with the returned sample be assessed. Consequently this complaint is inconclusive at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during insertion of the isp clearvue nautilus port. The metal stem connector of the luer lock to the port catheter was scrubbed using a soaked 4x4 with sterile isopropyl alcohol. The alligator clip was attached and scoring method was performed, "scoring" the metal stem to improve conductivity. Despite these efforts no discernible wave form was established, "flatline". Fluoroscopy was obtained to verify the placement of the catheter. There was no reported patient injury.